Manufacturer narrative:
The device was returned, and analysis found no evidence of anomalies with the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal lioresal 2000mcg/ml at 412.1 mcg/day. The indications for use were intractable spasticity and cerebral palsy. It was reported that the patient had an infection. It was unknown where the infection was on the patient¿s body. It had been cleared up, but the pump and catheter were explanted. The patient was scheduled for re-implant in ¿a couple weeks¿ (from (B)(6) 2016).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.